Event description:
It was reported that during study evaluation, externalized conductors were observed via fluoroscopy. Electrical function of the lead was normal. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.